Event description:
It was reported that a user of the ilet bionic pancreas contacted support stating blood glucose had been going low with a level of 46 mg/dl, while device data review showed blood glucose was typically elevated with one documented low since early in the month; the user reported frequent soda intake and stated they enter meal announcements for these beverages. Symptoms included hyperglycemia with a blood glucose level of 280 mg/dl. Outcomes included no alerts or alarms, no hospitalization, and no adverse impact beyond transient elevated readings. Investigation included review of device-reported glucose data and provision of troubleshooting and education. Investigation of this case revealed glucose levels were predominantly high with a single low event, and that the device was functioning as expected based on available data. It was concluded that the event was consistent with hyperglycemia of unclear cause, and education on use and meal announcements was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.